Manufacturer narrative:
D10: 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5: (B)(6) 02-022-45-3530 - truliant tray, cem sz 3.5f/3t: (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6) 201-78-15 - holding pin mini sharp point 4 pk: (B)(6) 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm: strkr5/6/7 (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk: (B)(6) the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years and 10 months post the initial left total knee arthroplasty, the surgeon washed out and switched the poly insert to the same size 3.5x9mm ps poly to address possible joint infection. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.